Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and it was noted that the stent edge part was lifted. The procedure was completed with another of the same device. No patient complications nor injuries reported.